Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material (seeds) was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from plug unit and contact pin. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found contact pins during scope leak check; cracked bending section cover glue; torn boot at insertion tube; plug unit leak at scope connector; white dots on the image; low frayed angulation wire; grinding up/down control knob; play control knob out of standard value; deep dents on distal end plastic cover; worn glue on objective and light guide lens; color rings missing on control body; and chips on boot on light guide tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope had foreign material stuck inside the internal channel and seeds. The issue occurred during the procedure. There were no reports of patient harm.